Event description:
Pt was to begin new chemotherapy. In dr's office for recheck of blood counts. Pt developed acute pain, right clavicle area after her port was flushed. Sent to radiology department where x-ray showed fracture of her port catheter with the distal portion embolized to the right pulmonary artery. Pt admitted to have retrieval of the catheter by transvascular approach.